Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer stated that three patients generated higher than expected results for the architect ca19-9xr using lot 08851m500. The customer retested the same patient samples after received the letter of fa30may2010 using a non-recall lot (13516m500) and lower results were obtained. One patient sample generated a result of 99.85 iu/ml with the defected lot and a result of 56.33 iu/ml when retested. No impact to patient management was reported.